Event description:
It was reported that there was a mitral valve perforation. A left atrial appendage (laa) closure procedure was being performed. A watchman trusteer access system (was) and a 31mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. At an unknown time during the procedure the mitral valve of the patient was perforated due to difficulty with the deployment of the closure device and maneuvering issues with the was. The physician has a surgical intervention procedure scheduled to repair the valve damage.